Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at approximately 6 cm from the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overload during the explant procedure caused the inner conductor coil to break. Visual examination also noted the polyurethane outer insulation had a crack at the distal end of the terminal boot, consistent with environmental over stress. The inner insulation on the conductors was found intact.

Event description:
It was reported that this patient experienced undersensing and pacing was not delivered when required. Further examination showed that this right atrial (ra) lead was dislodged. As a result a revision procedure was performed, and the ra lead was removed and replaced. No additional adverse patient effects were reported. Additional information was received from product investigation closure. This report has been updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient experienced undersensing and pacing was not delivered when required. Further examination showed that this right atrial (ra) lead was dislodged. As a result a revision procedure was performed, and the ra lead was removed and replaced. No additional adverse patient effects were reported.